Event description:
It was reported that the patient presented to the clinic with chest pain while breathing. Examination found the that the lead had dislodged and perforated the free wall of the right ventricle. Blood was observed in the pericardium. Lead was explanted and replaced, when attempted repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.